Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a device replacement procedure, it was noted that there were externalized conductors on the right ventricular (rv) lead. A new lead was unable to be inserted into the subclavian vein, so the original rv lead was connected to the new device. The patient was stable following the procedure. Further information has been requested but not received.

Event description:
During a device replacement procedure for normal eri, it was noted that there were externalized conductors on the right ventricular (rv) lead. A new lead was unable to be inserted into the subclavian vein because the vein was not wide enough to allow a second lead to be implanted. Therefore, the original rv lead was connected to the new device. The patient was stable following the procedure.